Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient called to report an issue identified during a meal announcement, during which leakage was noticed near the connector of the ilet device. The patient also observed that blood glucose levels had significantly increased to approximately 370 mg/dl. The patient attempted a supply change and noticed that the stopper was stuck on the end of the piston inside the ilet chamber. Assistance was provided to lower the piston and use an empty cartridge to remove the stopper from the piston. The patient was using a teflon 23-inch inset. The box had been discarded and the lot number was unavailable. No further assistance was required. The patient experienced frequent urination associated with the elevated blood glucose and recognized that completing the supply change would reduce blood glucose levels, indicating that no follow-up was needed. The patient stated they would call back if any issues arose or persisted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.